Event description:
It was reported that during a follow up in clinic, loss of capture and high defibrillation impedance were noted on the right ventricular (rv) lead. X-ray imaging was performed and cardiac perforation was observed. The rv lead was explanted and replaced to resolve the event. No additional intervention was required. The patient was in stable condition.

Event description:
It was reported that during a follow up in clinic, loss of capture and high defibrillation impedance were noted on the right ventricular (rv) lead. X-ray imaging was performed and cardiac perforation was observed. The rv lead was explanted and replaced to resolve the event. No additional intervention was required. The patient was in stable condition.

Manufacturer narrative:
The reported event was perforation. As received, a complete lead was returned for analysis. Examination of the lead found the helix was retracted and clogged with blood/tissue. After cleaning and applying torque directly to the connector pin, the helix could be extended and retracted. The full helix extension length was measured within specification. A tip stiffness test was performed, and the test results were within product specification. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray inspection of the lead did not find any anomalies.